Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for seven patients, on separate days, involving the access 2 immunoassay system. This is report one of three. Subsequent analysis of the patient samples, on the same instrument and an alternate instrument, produced lower results, within the risk stratification range and within the normal reference range. The customer stated all patient samples are analyzed in duplicate prior to releasing the results. The erroneous results were not released out of the laboratory. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed hardware evaluations and observed a collection of matter on the tip of the instrument pipettor and a slightly rounded tip. The fse noted the low voltage settings of the instrument pipettor were out of specification and performed an adjustment. The high voltage settings were marginal. The fse performed instrument alignments and an incubator belt calibration. The fse replaced the instrument exhaust fan and verified instrument operation by performing passing system checks and quality control, within the customer's acceptable ranges. The instrument conformed to the manufacturer's published performance specifications. The customer stated patient samples were collected in becton dickinson (bd) lithium heparin tubes and aspirate off an aliquot and placed in an insert cup for analysis. Samples are centrifuged at 1,000 rpm (revolutions per minute) for 15 minutes. The customer stated quality control was within the laboratory's established ranges. All related medwatch reports associated with this event: 2122870-2012-01879, 2122870-2012-01880, 2122870-2012-01881.